Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 82-year-old male with an indication for use of acute myocardial infarction with cardiogenic shock, with a pre-support clinical state consistent with scai shock stage d, underwent support with an impella cp (inserted percutaneously via the right femoral artery on (B)(6) 2026 at 02:14 am. The patient was transferred from another facility. Upon arrival, a hematoma was noted at the impella insertion site. Assessment of the access site revealed it to be clean, dry, and intact. Based on the available information, an access site hematoma was observed following patient transfer while on impella cp support; however, there is insufficient information to determine whether the event was device-related, and the patient survived to explant without reported long-term sequelae. The reported hematoma is consistent with access site complications and the anticoagulation/purge requirements associated with impella support. It is unknown if there was patient movement during the transfer that may have contributed to the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Manufacturer narrative:
Corrected information has been provided in d4. Minor bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details.